Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported after implantation, loss of capture was noted in the bipolar configuration on both leads. The poor measurement was confirmed when the leads were tested with the psa. A lower out of range pacing lead impedance measurement was also observed. Possible insulation damage was suspected. No further information is available.